Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 137" (348 cm) appx 17. 5 ml, 15 drop primary set w/microclave®, 3-way stopcock, rotating luer experienced a disconnection during patient use. The report stated that they have some tubing that is disconnecting after it is attached to the cathlon. It is the same order number, but the tubing is different. A video showing the difference is available. There was no patient harm reported.